Manufacturer narrative:
Further investigation determined that an interfering factor is present but the interference is not against the streptavidin component of the reagent. The interfering factor is addressed in product labeling.

Manufacturer narrative:
The customer has provided the patient results from the customer site. Additional erroneous ft3 iii results were identified between the customer's e 602 analyzer, a centaur analyzer and the e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. Refer to the attached data for the updated patient results from the customer site and other relevant tests from the customer site. The ft3 iii reagent lot number used at the investigation site was 185694 with an expiration date of 05/31/2015.

Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and ft3 - free triiodothyronine (ft3 iii). The customer did not provide any of the questionable results for the patient from the customer site. The customer provided the patient sample for investigation. During the investigation of the provided sample, erroneous ft4 ii results were identified between a centaur analyzer, and a cobas 8000 instrument used at the investigation site. Erroneous ft3 iii results were identified between the centaur analyzer, the cobas 8000 instrument and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. Refer to the attached data for patient results. No adverse event was reported. The cobas 8000 instrument serial number was (B)(4). The e411 analyzer serial number was (B)(4).